Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a guidewire fracture occurred. The target lesion was located in a severely tortuous and severely calcified right coronary artery. Rotawire was selected for use. After the device was removed from the microcatheter, the device was caught causing the device to detached outside the patients' body. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has wire kinked and broken, as part of overall visual revision. Visual inspection of the device revealed that a wire broken near to the distal section at 324.5cm from the proximal section, the distal tip was not returned. Also it has the body kinked in the middle of the device. Overall length of the device couldn't be measured due to the device condition as the was wire broken near to the distal section and the outer diameter of the distal tip couldn't be measured as distal tip was not returned but the outer diameter of the distal end near to the broken section and the proximal section of the device was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guidewire fracture occurred the target lesion was located in a severely tortuous and severely calcified right coronary artery. Rotawire was selected for use. After the device was removed from the microcatheter, the device was caught causing the device to detached outside the patients' body. No patient complications were reported and the patient was in good condition.